Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device powered on and off by itself during first installation. After being powered on, the device would show the boot up screen for a few minutes and would then power off automatically. The device had logged multiple event codes into its memory. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer was provided with a replacement device. After additional investigation by physio-control, the likely cause of the reported issue has been determined to be due to residue on filter components fl4 and fl10 on the power supply pcb assembly. As a result of this investigation, physio-control has initiated a field corrective action (reference corrections and removals number 3015876-11/07/2017-003c).